Event description:
It was reported that the medfusion pump exhibited a primary audible alarm during the background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the plunger assembly upon receipt, the lower left front corner of the top case was chipped, and the right plunger case was cracked. Functional power up and audio tests were performed. Error codes for primary audible alarm post was found in the device event history log. Results: the customer reported problem was not duplicated as the primary audible alarm post error at power up audio speaker test at level 1 is 13, at level 2 is 26, at level 3 is 54, at level 4 is 117 and level 5 is 181. No physical or any other damage was found on the speaker. Root cause for the reported event and who caused the reported event is unknown as the intermittent of the error could not be determined. The speaker was replaced preventively, preventive maintenance was performed as well as all functional testing. The top case and plunger assembly were replaced, the device was cleaned, and the pump was greased. A CAPA was created for primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: b5: correction: h4 must be populated with device manufacture date: 24-jan-2019.